Event description:
The mother of a male patient contacted lifecor customer support to report that the device is constantly giving them the "adjust belt" alarm. She reported that the belt would not screw into the connector entirely. Support had her remove the connector and examine the pins. She stated that some of the pins were bent. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt sn 79003160 had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.